Event description:
It was reported that intra-operatively, after connecting the right atrial (ra) lead to a new device, the atrial impedance was low. It was suspected that the outer insulation of the lead may have influenced the lead impedance measurements. The lead was reprogrammed unipolar and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.